Event description:
The patient was hospitalized for elevated blood glucose levels. The patient reported that the pump exhibited cosmetic scratches on the case and display lens.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation confirmed the report of cosmetic scratches to the pump case and display lens and demonstrated that the pump was operating within required specifications and delivery accuracy.